Event description:
The report from hospital say: on (B)(6) 2021, the patient was treated in the respiratory medicine department of our hospital. When using the ventilator, it was found that the compressor was noisy after it was turned on, which seriously affected the patient's rest air compressor made in 2013.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the affected device was used in combination with a ventilator. The root cause was determined to be a defective rubber band / front hanger due to aging. In consequence the part was replaced. There was no reported patient or user harm.